Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00437 and MFR. Report # 3005099803-2012-00438). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during a endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, the autotome was advanced to the intended position, sphincterotomy was started and the cut wire broke. No part detached inside the patient. A second autotome was obtained and while performing a sphincterotomy, the cut wire broke. No part detached inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was broken and the broken ends of the cutting wire appeared discolored/blackened. In addition, the distal and proximal pierce holes appeared melted. The cut wire broke approximately 14 mm from the distal pierce hole. The broken sections of the cut wire remained attached to the device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
Patients age is unknown, however, the patient is over (B)(6). (B)(4) the reported event of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00437 and MFR. Report # 3005099803-2012-00438). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during a endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, the autotome was advanced to the intended position, sphincterotomy was started and the cut wire broke. No part detached inside the patient. A second autotome was obtained and while performing a sphincterotomy, the cut wire broke. No part detached inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.